Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 one 8.5f agilis steerable introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During the atrial fibrillation ablation procedure, when the tacticath se was removed to replace with the advisor hd grid mapping catheter for the post voltage mapping, only air was aspirated when the syringe was pulled from the sideport. The issue was resolved by pulling the syringe with a finger pressed on the introducer. The procedure was completed without replacing the introducer and there were no adverse consequences to the patient.